Manufacturer narrative:
Batch review performed on 16 january 2017. Lot 141417: (B)(4) items manufactured and released on 23 may 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 23 december 2016 the patient match department performed a planning review and commented as follows: our analysis of the process of this case found no deviations from the standard procedures. No errors have been found in any step.

Event description:
The patient had anterior knee pain after her total knee replacement. The surgeon did not resurface the patella during the primary. The surgeon resurfaced the patella and up-sized the poly. The surgeon swapped the poly as he felt the knee had loosened since the primary surgery. Since the knee was already exposed, he trialed a thicker poly and felt it would be more stable. The surgery was completed successfully. X-rays and explants are not available.